Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Initial reporter address: (B)(6). This event was reported to the FDA via a voluntary medwatch report. The report number is (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, the analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on september 7, 2021 that a flexiva 365 laser fiber was used in a kidney stone removal procedure performed on (B)(6) 2021. During the procedure, when the physician was pressing hard on the kidney stone, the laser fiber broke inside the patient's body. The broken piece was retrieved without difficulty. The procedure was completed with another flexiva 365 laser fiber. There were no patient complications reported as a result of this event.